Event description:
A report was received that the patient was experiencing difficulty charging of ipg. It was mentioned that the battery was place too deep. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
.